Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. Previous investigation performed under gcapa (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of bearing damage. It was reported that there was no patient impact. Repair escalated to product event on evaluation due to attachment damage by tool contact. On follow-up, it was reported that the malfunction was discovered by a doctor during a meningioma surgery. A back-up unit was available, and there was no delay or additional non-routine actions taken due to the malfunction. It was confirmed that there was no impact to the patient.